Event description:
On (B)(6) 2014, a catheter revision kit was used to connect a newly implanted prometra pump with a non-flowonix catheter. On (B)(6) 2014, the patient contacted flowonix with emergent withdrawal symptoms. The patient was taken to the emergency room. After the emergency room visit, the patient was receiving some pain relief and the pump was left running. The drug being used in the pump was dilaudid. A catheter access port dye study was performed but failed since the physician was unable to aspirate the drug left in the reservoir. The physician stated that the catheter was likely occluded and a catheter revision was scheduled for (B)(6) 2014. It was reported that the physician observed a loose suture and a kink in the non-flowonix catheter during the catheter revision procedure. The physician noted that the kink was likely the result of the loose suture. The non-flowonix catheter was replaced with a flowonix catheter without any issues. There were no flowonix product issues reported.

Manufacturer narrative:
(B)(4).